Event description:
Nurse reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 471 mg/dl. Customer was unable to control the blood glucose level. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.